Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogating the implantable cardiac monitor, it exhibited a diagnostics anomaly. There was no patient involvement and the device was not used. No further information was reported.